Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was broken. The customer stated that this malfunction caused a delay, since they managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was broken. The customer stated that this malfunction caused a delay, since they managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-2 in the half-height unit was failing and would pop open when the station powered on. The solenoid was found to be warm, indicating a possible short. A field service engineer replaced the drawer controller board, but the issue persisted. A new solenoid was identified as necessary to resolve the problem. The drawer had multiple non-responsive control boards, which were replaced, and all internal connections were reset. During diagnostics, one 1x3 pocket had to be retired due to non-responsiveness. After completing the repairs, diagnostics confirmed that all components were functioning properly. The system functioned as intended after the field service engineer repaired the device.